Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient's spectra penile prosthesis (spp) was removed due to unspecified reason. A new inflatable penile prosthesis (ipp) was implanted. Only the left cylinder was implanted. No information about the patient's outcome was implanted. Additional information received. The spectra was removed because right cylinder eroded through glans penis. No additional adverse effects were reported.